Manufacturer narrative:
B2 revised selection as it was entered incorrectly on the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Hemolysis/mechanical interaction with blood: the cause of the mechanical interaction with blood was not determined due to no product returned, no data logs recovered, and insufficient clinical details. Priming problem / air embolism: the cause of the priming problem / air embolism was not determined due to no product returned, no data logs recovered, and insufficient clinical details. Renal failure: the cause of the injury was not determined due to insufficient clinical details.

Event description:
A 45 year old female with ami and cardiogenic shock (pre support scai stage e) was supported with an impella cp placed via right femoral arterial access. During tee confirmation of pump position in the hybrid or, microbubbles were observed in the left ventricle, prompting discussion among physicians regarding potential air source, including possible impella involvement; no immediate patient harm was reported. During support, the patient developed hemolysis evidenced by elevated ldh, elevated creatinine, decreased urine output, and red/bloody urine, progressing to renal failure requiring initiation of crrt. Imaging was planned to reassess pump positioning. The impella cp was explanted on 30 jan 2026, and the patient remained on va ECMO support at the time of reporting. Device return is expected for evaluation. Contributing factors included concurrent va ECMO use. If the device is returned a further investigation with be done.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.